Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/19/2019. Additional information: d10 additional h-3 summary: an opened box with twenty-eight unopened samples of product code j423, lot pa2655 received for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed using an instron, the pull force was above the minimum requirements. Per the condition of the samples, no performance pull off suture needle was found, representative samples returned to support investigation of unknown quantity of device issues captured in reports 2210968-2019-84532, 2210968-2019-84534, 2210968-2019-84535, 2210968-2019-84536 and 2210968-2019-84533. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
Product complaint # (B)(4). The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The following information was requested, however no response has been received to date: confirm the specific number of devices (total qty actually involved with reported issue) that failed during this one reported event /procedure for this reported lot? Did 5 pull off during this procedure? Was procedure completed successfully? And how? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and suture was used. During use, the needle came off of the suture. There were no reported patient consequences.